Event description:
Related to MFR report # 2183959-2012-02801. On or about (B)(6) 2008, plaintiff was implanted with a perigee graft with intexen, with the intention of treating the plaintiff for "stress urinary incontinence and pelvic organ prolapse." It was alleged that, "after and as a result of the implantation, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, dyspareunia, urine leakage and other injuries." It was also alleged that the plaintiff, "has experienced significant mental and physical pain and suffering, required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.